Manufacturer narrative:
The subject device was returned to verathon for evaluation. A verathon technical service representative evaluated the device and confirmed the reported blurry image. Visual inspection did not identify any visible damage or debris on the device; however it failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the device will be provided to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency cesarean section procedure, the glidescope spectrum single-use qc hyperangle s3 blade provided a very cloudy image, resulting in poor visualization. The blade was replaced with another blade, which performed as expected. No delay in procedure or harm to the patient was reported.